Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during a stent graft deployment procedure of the brachial vein via forearm graft access site, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: a stent graft delivery system was returned. Based on the investigation of the returned sample it was confirmed that the delivery system could only partially deploy the stent graft. The outer sheath was found elongated in the proximal section indicating that high friction was present during the deployment attempt. No indication could be found for a manufacturing related issue. As a result of the investigation performed the reported issue was confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.'

Event description:
It was reported that during a stent graft deployment procedure of the brachial vein via forearm graft access site, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.